Event description:
Related manufacturer report number: 2017865-2021-08563 it was reported that two pacemaker devices were failing to interrogate and connect to the radiofrequency antenna. A new device was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.